Event description:
The customer reported that on (B)(6) 2011 erroneous chemistry results were generated from a unicel dxc 800 synchron system for four patients. The erroneous results were not released from the laboratory. The customer could not provide either initial or repeat results for two of the patients. The customer verbally indicated that erroneous, elevated potassium and erroneous low calcium results were generated for the other two patients. Upon repeat on another instrument, the repeat potassium and calcium results were considered valid and reported out of the laboratory. During event troubleshooting the customer attempted to recalibrate the instrument, however the calibration failed to meet established specification. It was identified that the instrument line 24 had detached from the electrolyte injection cup and was leaking. The healthcare worker reconnected the line, however the electrolyte injection cup was overflowing. The healthcare worker wore personal protective equipment while interfacing with the instrument. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility. The instrument assays quality control results were within customer established specifications during the timeframe of the event. No additional system information, patient specific information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site to address this issue. The field service engineer (fse) found a clot/fibrin in the mc wash collar valve. Replaced the wash collar and modular chemistry (mc) sample probe. The fse also replaced the sodium electrodes and carbon bridge. This appears to have resolved the issue.